Event description:
It was reported that during a procedure the housing opened. The housing opening could cause the non-sterile battery to be exposed to the sterile field. The operative field was changed. There were no reported adverse consequences, medical interventions or significant delays.

Manufacturer narrative:
Device was scrapped by the manufacturer.

Event description:
It was reported that during a procedure the housing opened. The housing opening could cause the non-sterile battery to be exposed to the sterile field. The operative field was changed. There were no reported adverse consequences, medical interventions or significant delays.